Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on jul 20, 2017. (B)(4). The sample was not returned; however, photos of the affected product were provided. Upon evaluation of the provided photographs, it was confirmed that one of the unit boxes had been damaged. A retention sample from the same product code/lot number combination was visually inspected and confirmed to not have any damages or anomalies on the box. All capiox units are 100% visually inspected during and after packaging. It is likely that the box had been damaged during shipping and handling. How or when this damage occurred was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, the shipping box is damaged. No patient involvement as this occurred during out of box.